Event description:
A physician reported that while treating a patient on 11 may 1999, the collagen leaked out at the hub of the syringe and the adg needle. The needle did not disengage. The material splattered onto the patient and the physician. The physician declined to provide additional information but did emphasize that there was no injury to the patient or to himself.